Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-op the patient reported chest pain and an echo showed a small pericardial effusion believed to have been caused by multiple lead placement attempts during the implant procedure. During the implant procedure the physician experienced difficulty placing the right ventricular (rv) lead. Multiple locations were attempted resulting in "poor numbers" and the physician stated the lead helix "jumped" and did not deploy smoothly while placing the lead. The lead was removed and a new lead was utilized.